Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited variable pacing impedance measurements, with some high, out-of-range at greater than 2500 ohms. Technical services reviewed the available print outs that were provided and discussed that the right ventricular (rv) lead pacing impedance measurements appeared to be high for the past three months. Pacing threshold values were normal. Technical services recommended troubleshooting steps to test the lead's integrity with patient movements and manipulation of the device to see if noise or jumps in impedance can be provoked. It was discussed that if no noise was produced and other lead measurements were normal, the physician could continue monitoring the lead. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited variable pacing impedance measurements, with some high, out-of-range at greater than 2500 ohms. Technical services reviewed the available print outs that were provided and discussed that the right ventricular (rv) lead pacing impedance measurements appeared to be high for the past three months. Pacing threshold values were normal. Technical services recommended troubleshooting steps to test the lead's integrity with patient movements and manipulation of the device to see if noise or jumps in impedance can be provoked. It was discussed that if no noise was produced and other lead measurements were normal, the physician could continue monitoring the lead. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.